Event description:
Reporter's attorney stated "...the feeding tube and suction tube equipment were defective as they were designed and manufactured in such a manner that when properly used and operated they would foreseeably cause injury to plaintiffs' decedent in allowing excess liquid to be administered, posing an unreasonable risk of aspiration and consequently alleged injuries and ultimate death." Cause of death was reported as pneumonia secondary to reflux, aspiration and cerebrovascular disease. One pt involved.